Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of no image being displayed could not be identified. However, it¿s likely the cause is related to a provation issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not yet been received by olympus for evaluation therefore, the reported event has not been confirmed. Troubleshooting performed. The sdi video cable was swapped between monitor and provation, there is still no video at provation indicating an issue with provation, also checked that digital filing system type was properly set to option, suggested contacting provation for assistance. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the evis exera iii video system center had no image on the provation md monitor. There was no report of patient harm or user injury associated with this event.